Event description:
The actual residual volume (13 ml) was less than the expected residual volume (19.4 ml). The pt's pain had gone up a little bit in the past week. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)